Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 health effect impact code: f26 component code: g03001 d8 was this device serviced by a third party? No the field service representative (fsr) performed troubleshooting and replaced the cable, ict to ict preamp (c-35016756-01) & tubing, ict pinch valve (c-35016640-01) which resolved the issue. A review of service history for the alinity c, serial number ac03149 revealed no additional discrepant results occurring after part replacement, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the cable, ict to ict preamp (c-35016756-01) & tubing, ict pinch valve (c-35016640-01) did not identify any trends. Review of tracking and trending for the alinity c did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the cable, ict to ict preamp (c-35016756-01) & tubing, ict pinch valve (c-35016640-01) or the alinity c, serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No patient information is available.

Event description:
The customer generated falsely elevated potassium results for one patient while using the alinity c processing module. The following information was provided: initial result 6.8 mmol/l repeated at 3.8 mmol/l. No impact to patient management was reported.